Event description:
A physician attempted a common femoral artery closure using the proglide device. Post the procedure, fluoroscopy showed the common femoral artery was occluded by the device. The patient was scheduled for surgery.

Manufacturer narrative:
The device was not returned, and there was no lot information. We were not able to perform device inspection or device history record review in this case.